Event description:
During treatment of a non-tortuous coronary lesion, upon pullback, the guidewire bound within the eagle eye gold catheter and was unable to be freed. Guidewire position was lost as it remained bound in the catheter. The pt experienced no adverse events, and there was no delay in the pt's discharge from the hosp.

Manufacturer narrative:
(B)(4). This device was rec'd from the user on 01/05/2010. The investigation has not yet been performed. This report is for notification purposes only. The entire system was removed as a unit. There were no pt injuries.